Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. 510k#: device is a veterinary product. No 510k information is available. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2019, the patient underwent a revision due to plate was found to be broken at the fracture, but all screws were intact. Cause of event is unknown, but surgeon suspects patient was not adequately restricted during healing period. No additional complications. The original fracture repair was on (B)(6) 2019 at the right front leg, transverse fx through radius. It is unknown if there was surgical delay. Patient is currently recuperating with no known complications. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 2.0mm streight plate 6 holes/35mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: vp1010.06; lot: 9059041; manufacturing site: grenchen; release to warehouse date: july 11, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 6-hole straight plate was received at the us customer quality (cq). The plate was observed to be fractured through the third distal hole. There was no evidence of surface blemishes or inconsistencies. Microscopy of fracture surfaces shows no evidence of inclusions, or material defects which could lead to premature failure. The fracture presented with surface burnishing and crack propagation due to fatigue. No other issues were identified with the returned portions of the device. Dimensional inspection: external dimensions (width, thickness) and hole size were confirmed to be within dimensional tolerances per the manufacturing drawing. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Mini plate 2.0. Straight 3-6-holes. Manufacturing record evaluation: the received device was manufactured at the grenchen site on july 11, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the 6-hole straight plate. The plate was observed to be fractured through its third distal hole. X-ray evidence provided showed the fractured plate while still implanted in the patient. The surface burnishing and crack propagation observed on the fracture suggests the plate failed due to fatigue. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.